Event description:
The manufacturer received information alleging cough, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging cough, nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the internal investigation, the manufacturer observed an unknown dust contamination to the blower, o-ring on side panel, and bottom enclosure. Liquid ingress was observed to the blower. A contaminate consistent with keratin was observed to the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there is dust / dirt contamination and the presence of degraded sound abatement foam.